Event description:
IT WAS REPORTED THAT THE PATIENT DIED. THE CASE INVOLVED A 90% STENOSED, AND SEVERELY CALCIFIED LESION IN THE LEFT CIRCUMFLEX (LCX) ARTERY FROM THE LEFT MAIN TRUNK (LMT), WITH ADDITIONAL STENOSIS IN THE RIGHT CORONARY ARTERY AND A CHRONIC TOTAL OCCLUSION IN THE LEFT ANTERIOR DESCENDING ARTERY, RESULTING IN POOR HEMODYNAMICS. CORONARY ARTERY BYPASS GRAFT WAS RECOMMENDED, BUT THE PATIENT REFUSED. AS A RESULT, HEART FAILURE PROGRESSED AND CHEST PAIN DEVELOPED, LEADING TO THE DECISION TO PROCEED WITH PERCUTANEOUS CORONARY INTERVENTION (PCI) DESPITE THE EXTREMELY HIGH RISK INVOLVED. IT WAS DETERMINED THAT EVEN PERFORMING THE ATHERECTOMY PROCEDURE CARRIED A RISK, SO TREATMENT PROCEEDED WITHOUT. THE 2.50 X 28 MM SYNERGY XD DRUG-ELUTING STENT (DES) WAS SELECTED FOR USE. THE LESION WAS SEVERELY CALCIFIED, AND THE SYNERGY STENT WAS PLACED BEFORE SUFFICIENT PREPARATION HAD BEEN ACHIEVED FROM THE LMT TO LCX. THE STENT DELIVERY SYSTEM (SDS) BALLOON BECAME STUCK, RESULTING IN THE SDS SHAFT FRACTURING. THE SHAFT BROKE INSIDE THE GUIDE CATHETER, NEAR THE GUIDEWIRE EXIT PORT, LEAVING THE BALLOON SEGMENT OF THE SDS INSIDE THE PATIENT. ATER VARIOUS METHODS TO RETRIEVE THE STUCK BALLOON WERE ATTEMPTED, THE BALLOON ENDED UP RUPTURING. THE PROCEDURE WAS NOT COMPLETED AND FOUR DAYS LATER THE PATIENT DIED.

Event description:
It was reported that the patient died. The case involved a 90% stenosed, and severely calcified lesion in the left circumflex (LCX) artery from the left main trunk (LMT), with additional stenosis in the right coronary artery and a chronic total occlusion in the left anterior descending artery, resulting in poor hemodynamics. Coronary artery bypass graft was recommended, but the patient refused. As a result, heart failure progressed and chest pain developed, leading to the decision to proceed with percutaneous coronary intervention (PCI) despite the extremely high risk involved. It was determined that even performing the atherectomy procedure carried a risk, so treatment proceeded without. The 2.50 x 28 mm Synergy XD drug-eluting stent (DES) was selected for use. The lesion was severely calcified, and the Synergy stent was placed before sufficient preparation had been achieved from the LMT to LCX. The stent delivery system (SDS) balloon became stuck, resulting in the SDS shaft fracturing. The shaft broke inside the guide catheter, near the guidewire exit port, leaving the balloon segment of the SDS inside the patient. After various methods to retrieve the stuck balloon were attempted, the balloon ended up rupturing. The procedure was not completed and four days later the patient died.It was further reported that it appears that the deployed stent was under-expanded and it is likely the balloon became stuck while the stent was being post-dilated. After various methods to retrieve the stuck balloon were attempted, the shaft got separated. There was no balloon rupture.